Manufacturer narrative:
The insulin pump received with missing retainer. Unable to perform displacement test due to missing retainer. Device received with partially broken off reservoir tube lip, missing reservoir tube o-ring, scratched casing, minor scratches on lcd window and pillowing keypad overlay.

Event description:
Customer reported via phone call that the device was cracked at the reservoir compartment and was loose. Customer's blood glucose was unknown. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.